Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The dentist reported that nearly 3 years after dental implant was installed in intraoral region 19#, its loss of osseointegration was observed. The 55 ncm of primary stability was achieved, the patient presented bone type I and immediate implant was performed.